Event description:
Caller alleged discrepant high inratio2 inr result in comparison to the laboratory inr result. Customer received inratio2 instrument in (B)(6) 2014. Therapeutic range: 2.5 - 3.5. Customer reported that the tine between testing varied as some tests were performed immediately while others were 24 hours apart, minutes. There was no reported adverse patient sequela. A lot number was provided however it was not valid. There has been multiple attempts to obtain lot number(s) to no avail. Though requested, there was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. The product associated with the complaint was not returned, therefore, manufacturing record review could not be performed and further investigation was not possible since the customer did not provide a valid lot number.